Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years and five months of post-deployment inferior vena cavogram was performed which demonstrated free flowing thrombus above the existing filter superior to the level of the renal veins. Due to the presence of the free-floating inferior vena cava thrombus, it was felt the patient was at significant risk of pulmonary embolus during lysis. Around, six days later, inferior vena cavogram was performed which showed there was some residual thrombus in the suprarenal filter as well as the infra renal filter. As such, the decision to leave the filter in was made due to the risk of embolization. Around four months and nine days later, computed tomography angiography of the chest was performed which revealed an inferior vena cava filter was partially imaged. Computed tomography angiography of the abdomen was performed which showed there are two inferior vena cava filters present. The more proximal of the two was located just above the right renal vein. It covers the area of the left renal vein orifice. The second inferior vena cava filter was seen more distally by approximately 3 cm. It was located just above the bifurcation. There appears to be normal flow through the inferior vena cava. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) and thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2011). Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with trauma. At some time, post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism and thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.